Event description:
Report rec'd of a non-delivery of therapy without an alarm alert. The pump was programmed to deliver antineoplastin 500ml every 4 hours at 250ml/hour. Side b was programmed to deliver antineoplastin 80ml every 4 hours. It was reported that the pt's family member noted that on side a of the pump, the pump stopped infusing with 100ml left in the bag, but the "display still showed run with spinning bar and arrow up". It was reported that side b never started as expected for intermittent delivery. According to reports, the clock on the pump was not functioning, and therefore side b would have no trigger to start infusing. The customer contact reported that a replacement pump was sent to the pt, and therapy was delayed for 2 days. There was no other adverse pt event reported. Though requested, there was no add'l info available.